Event description:
It was reported that far p-wave oversensing was observed on the right ventricular lead during routine follow-up. The patient was asymptomatic. No programming changes were made at that time. On (B)(6) 2015, the lead was revised. It was discovered that the lead had become dislodged. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).